Event description:
During a hysterectomy, my sister underwent a laparoscopic removal of her uterus via morcellation as a minimally invasive operation. The results of the lab work showed the tissue to be cancerous which meant those cells had been "scattered" throughout her abdominal cavity. Three years of additional operations, chemotherapy, radiation, and suffering followed and ended with her death on (B)(6) 2015.